Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of clonidine, compounded baclofen, and morphine (concentrations and doses were unknown) in an implantable infusion pump for non-malignant pain, complex regional pain syndrome type 1, and rsd/causalgia-complex regional pain syndrome. The pump was explanted because it "literally shut down the patient's entire system." The patient quit producing hormones, went from (B)(6) lbs to (B)(6) lbs, and received blood transfusions (5 units every 3-4 weeks). The issue occurred in 2008. The patient was angry and frustrated, so she "went through withdrawals to have it taken out." The patient claimed she was "so stoned out of her mind" it was hard to remember the details. The patient attributed the issue to the use of off label drugs in the pump. It was alleged the healthcare provider (hcp) was compounding the drugs himself and "changed the levels and everything." The pump was subsequently removed in 2010 or 2011 (device registry listed the explant date as (B)(6) 2011). Additional information was requested from the hcp regarding drug information, concomitant drugs, and pertinent medical history. However, that information was not known.